Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
No adverse event [no adverse event] . Oral-b pro 2 brush head comes off in mouth [device breakage] . Pin for attaching the brush head has worn off - oral-b [device physical property issue]. Case narrative: male consumer via phone stated that the oral-b toothbrush head came off in his mouth while brushing his teeth. No injury was reported.

Event description:
No adverse event [no adverse event]. Oral-b pro 2 brush head comes off in mouth [device breakage]. Pin for attaching the brush head has worn off - oral-b [device physical property issue]. Case narrative: male consumer via phone stated that the oral-b toothbrush head came off in his mouth while brushing his teeth. No injury was reported. 02-may-2023 case update: the suspect product lot was 2ab01031336. The concomitant product was oral-b power oral care refills sensi ultrathin eb60. The concomitant product lot was d2274. No injury was reported.

Manufacturer narrative:
25-may-2023 product investigation results: complained product received user handling was identified as root cause for the complaint.